Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the pump alarmed 'no disposable clamp tubing pump won't run' and there was a concern the pump finished three hours early but appeared to have been filled, primed, and programmed correctly. No patient injury reported.

Manufacturer narrative:
One device was returned for investigation. The device was functionally tested and was found to be within manufacturing specifications. The reported problem could not be duplicated. However, in the event history log it found the no disposable alarm message after starting. With this, preventive action was taken to replace the downstream sensor. The product's history records were reviewed and there were no non-conformance's nor service-related issues that would have resulted in the reported complaint.